Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the wrong calibration was activated for fluoro images. The site stated that the fluoro images acquired were not properly calibrated so there were errors in the navigation. It was stated that this issue had to do with images activated to navigate. No patient was present at the time of the event. Additional information was received stating that changing the drum resolved the issue. Additional information was received stating that the types of error that were being seen were the anatomy did not correspond with the images. The issue was resolved by replacing the fluoro tracker.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products:other relevant device(s) are: product ID: 9732222, lot/serial #: unknown. The manufacturer representative went to the site to test the navigation system. No hardware parts were replaced pending the site approving the purchase order. Once the order is approved the fluoro tracker will be replaced. If information is provided in the future, a supplemental report will be issued.